Event description:
As reported by the user facility: description particulate matter identified during incoming aql inspection of received quantity of apex single chamber bag 250 ml lot 25c22.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Review of device history record no deviation was found in device history record. Verification of manufacturing and testing procedures product was manufactured and released following acceptable testing in accordance with product procedures / work instructions. Verification of reserve samples no deviation was found. Sample investigation the customer submitted one video and one unused sterile container without its original packaging for direct inspection. A preliminary visual assessment confirmed the presence of foreign mobile particulate matter within the container, thereby confirming the customer complaint. A review of the production process at bai confirmed that no changes had been made to the bag materials, manufacturing process, or quality control activities. Furthermore, no deviations or anomalies were recorded in the relevant production batches that could account for the reported issue. Measure a review of the documentation provided by the customer was consistent with currently available findings. An approved project is in place to further address issues with foreign matter.